Event description:
It was reported the second pump was not working properly after a year it ¿kept clogging¿. It was reported the whole system was replaced. It was later reported that patient had the side port checked and there was no flow. The pump was near end of life and catheter was occluded. Total infusion system was explanted on 07/18/2011. The outcome was indicated as ¿no injury¿.the pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: 2011. Product type: catheter. (B)(4).